Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step during setup. There was no harm or injury reported. The manufacturer's field service engineer visit was cancelled. The customer refused to have the device evaluated by the manufacturer. The customer is to repair the device themselves. No evaluation or repair information was received from the customer. No root cause was established. If any additional information is received, a follow-up report will be filed.